Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. Insulin pump was received with missing reservoir tube o-ring, fading serial number label, cracked keypad overlay at select button, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 482 mg/dl. It was reported that the customer treated by syringe. It was reported that the insulin pump programming was accurate, bolus deliveries were accurate in the history, insulin exited, and that it was neither dropped nor bumped. It was reported that the customer did not agree that the insulin pump was functioning as designed. The insulin pump was returned for analysis.